Manufacturer narrative:
Continuation of d10: product ID 8709sc. Serial# (B)(6). Product type catheter. Product ID 8709sc. Serial# (B)(6). Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the cause of the inability to aspirate/failed dye study was not determined.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), product type: catheter. Product ID 8709sc, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (b)96), ubd: 18-mar-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl 200 mcg/ml at 34.04 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient stated he did not feel like the pump was delivering any medicine. No known factors may have led or contributed to the issue. It was reported that dye study was performed (date unknown) which was unsuccessful. The patient was then scheduled for a catheter revision. During surgical procedure, the pump would not aspirate and further inspection of the catheter showed no issues. Physician cut the catheter at the spine segment and still had no cerebrospinal fluid (csf) return. Physician placed a new catheter and pump. New catheter was implanted and connected to the existing pump. Once connected an aspiration of the new catheter was attempted. No return was noted and the physician decided to replace the pump as well. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 290 lbs and medical history was asked but made unknown.